Event description:
A nurse reported that during surgery, the infusion line was not staying connected to the trocar cannula. They exchanged the pak, and the surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).